Event description:
It was reported that during a breast biopsy, it was noticed that the dc adapter for the blue cable was broken off. The patient's breast had not been pierced. That case was cancelled and all the following were rescheduled for a later date.